Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported when firing the clip applier on the artery three clips were loose and slipped off and clip scissored at the end. The clip applier was part of the kit. There was no consequence to the pt.

Manufacturer narrative:
Endopath stealth endoscopic/conventional circular stapler-upon receipt of the instrument, it was confirmed that the tip of the ancillary trocar had broken off. The broken piece was not returned. It could not be determined as to how or where the tip ofthe trocar had broken. It should be noted that a 100% visual inspection takes place during the manufacturing process to ensure that the retainer and it's contents are conforming prior to shipment. It could not be ascertained how the broken ancillary trocar was not detected during the inspection process. Therefore, no conclusion could be reached as to what may have caused the reported incident.